Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysf unction/sacral nerve stimulation. The patient reported that at the time of report she was at the airport. The patient had done the x-ray machine and was unable to communicate with the programmer afterwards. The patient described the screen as sounding like the pro grammer low battery screen. The patient stated that since doing the x-ray machine she also could not feel stimulation like she had before.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.